Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Per medwatch received: during a laparoscopic cholecystectomy, one blade of a teleflex laparoscopic fan retractor broke off of the retractor and fell into the patient's abdominal cavity. The piece was immediately retrieved by the surgeon and all pieces were accounted for. The retractor and broken blade were retained for inspection if necessary. There was no reported patient injury.

Manufacturer narrative:
Qn# (B)(4). Root cause investigation results: since the product was not returned, a thorough evaluation of the instrument could not be performed. A review of the two possible dhrs did not find any deviations. Corrective action taken: based on trend analysis and DHR review, there is no indication that either the design, material or manufacturing process, or any other circumstance within our influence has given cause for any corrective or preventive action to be taken.

Event description:
Per medwatch received: during a laparoscopic cholecystectomy, one blade of a teleflex laparoscopic fan retractor broke off of the retractor and fell into the patient's abdominal cavity. The piece was immediately retrieved by the surgeon and all pieces were accounted for. The retractor and broken blade were retained for inspection if necessary. There was no reported patient injury.